Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported problem and the plant's investigation.

Event description:
A peritoneal dialysis patient had reported that she was in the hospital for a clinical issue. A follow up call was placed to the patient's peritoneal dialysis nurse the patient was in the hospital on (B)(6) 2014 for a kidney transplant. While in the hospital the patient's effluent was drained and noted to be pink and cloudy. The patient was diagnosed with peritonitis and treated vancomycin and ceftazidime ip. The pd nurse stated that the patient does not always wear a mask and she preps her bag in the bathroom. The nurse educated the patient on proper set-up procedures. Due to the peritonitis the patient was not able to receive her kidney transplant.